Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left main trunk - proximal left anterior descending artery, high-lateral branch and lcx proximal artery. A 10mmx2.50mm wolverine coronary cutting balloon was specifically used on high lateral branch and the 10mmx3.00mm wolverine coronary cutting balloon was used on the fist right posterolateral segment. During the procedure, upon third inflation, it was noted that a balloon ruptured at 12 atmospheric pressures within 30 seconds. The device was removed using the normal method without any problem. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6).